Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for serial (B)(4) from 09-dec-2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The st aia-pack fsh (follicle-stimulating hormone) analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for follicle-stimulating hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen. Collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most likely cause was due to possible lot to lot variability.

Event description:
On (B)(6) 2018, a customer reported lower than expected follicle-stimulating hormone (fsh) quality control (qc) result from another company on the aia-600ii instrument. On 15-jan-2018. Technical support specialist (tss) sent the customer tosoh calibrator and test cup. On 16-jan-2018, customer received the new calibrator and new test cup, recalibrated the current cup with new calibrator and the qc results were within acceptable range. Customer stated will continue to run qc with the current fsh cup and monitor the qc results. The 600 ii is operating as intended and no delays seen with patient testing. There is no indication of any adverse effect to patient management and no erroneous results were reported out of the lab.

Manufacturer narrative:
Describe event or problem: please disregard the following, "the 600 ii is operating as intended and no delays seen with patient testing. There is no indication of any adverse effect to patient management and no erroneous results were reported out of the lab. The correction is: "the customer was not able to resolve the issue until (B)(6) 2018, which caused a delay in results. There is no indication of any adverse effect to patient management and no erroneous results were reported out of the lab. The 600 ii instrument is operating as intended."

Event description:
N/a